Event description:
It was reported that the patient's left hip was revised due to dissociation of the inner bipolar component from the outer component of a constrained liner. The liner, femoral head, and proximal femur were revised. Rep confirmed there were no allegations against the revised head, and that the surgeon revised the proximal femur only because it was easy to revise prophylactically against infection.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. The following device were also listed in this report: gmrs prox fem trochanteric lft; cat#: 64951102 ; lot#: unknown. It cannot be determined which, if any of these device may have caused or contributed to the patient's experience. Device not returned to the manufacturer.